Event description:
Device evaluation: the distal tip was slightly flared. The stent was positioned correctly on the balloon between the marker bands. The proximal section of the stent was damaged. The final segment of the stent contained stretched and deformed struts. There was no further damage noted to the stent or on the stent delivery system.

Manufacturer narrative:
Evaluation, results: failure to follow instructions (resistance was encountered and moderate force was used when advancing the device). Conclusion: failure to follow instructions (resistance was encountered and moderate force was used when advancing the device).

Manufacturer narrative:
Evaluation results: deformation problem.

Event description:
The physician attempted to deploy a resolute integrity 2.75 x 18 mm drug eluting stent. The target lesion was in the rcx ostium with 90% stenosis and no calcification. The vessel tortuosity was moderate. The device was inspected with no issues noted. A negative prep was performed with no issues noted. Resistance was encountered and moderate force was used when advancing the device. Resistance was encountered between the device and other devices used in the procedure. It was reported that during positioning of the stent, it was deformed. The device had not reached the lesion. It was reported that another stent was used. No patient complications were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the target lesion had 90% stenosis and vessel tortuosity was moderate). No results available since no evaluation was performed. No device evaluation as device was not returned. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the target lesion had 90% stenosis and vessel tortuosity was moderate). (B)(4).